Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h11c03013 with an no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was made mistake/touch contamination. The patient was retrained. The patient was treated with vancomycin, ip, and 120 mg daily for 14 days. On an unreported date, the patient had recovered from peritonitis and the outcome for made mistake/touch contamination was not reported. Dianeal therapy was ongoing.